Event description:
It was reported that the ventilator generated an alarm indicating high positive end expiratory pressure (peep) and did not deliver the set tidal volume. There was no patient harm reported. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated an alarm indicating high positive end expiratory pressure (peep) and did not deliver the set tidal volume. Identification of issue has been done by analyzing problem description and device¿s logs. According to the information provided by the technician, the customer replaced the bacteria filter and patient circuit tube. During troubleshooting by getinge representative, no anomalies have been found. The reported issue was not reproduced and no parts were replaced. The evaluation of received device's logs confirms reported problem - the alarms, which indicates difficulties with ventilating the patient, were found. This may point to leakage in the patient circuit. The issue was decided to be reported as the leakage in patient circuit may lead to insufficient ventilation or no ventilation to the patient. There was no patient harm. The most probably cause of the reported issue was occlusion/leakage in the patient circuit. The correction of field b3 date of event was required. This is based on the internal evaluation. Previous date of event: 12/14/2022. Corrected date of event: 12/13/2022.

Event description:
Manufacturer's ref. #: (B)(4).